Event description:
Had breast implants around 2004 have had many health issues since that time, gastrointestinal problems, sinus problems, 3 surgeries for sinus and also tube placed in one ear, have had lap nissan and diagnosed with hashimoto's 6 or 7 years ago and recently diagnosed with lupus. Had a diagnosis of fibromyalgia maybe 5 years prior, family and friends have referred me to the breast implant illness website and it seems I have many of the issues related to this so I called my surgeon who placed my implants and don't have an appointment until (B)(6) but when I talked with his office they said they haven't had any issues so I don't know if that's a good place for me to get help. I have appointment with my rheumatoid doctor on (B)(6) and was going to talk with them about it as well to see if maybe they have some answers or can help me get some tests ordered to see if maybe this has been my issue for many years. I have a constant ringing in my ears and my head hurts all the time. They recently had to take me off my medicine for lupus and gave me steroid pack and antibiotics and migraine medicine but it hasn't seemed to help. Any advice or help is much appreciated. Still have implants in my body. Need them out I think.